Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced right ventricular (rv) lead perforation post implant.  The lead was revised and remains in use.  No further patient complications have been reported as a result of this event.